Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in canada. E1: telephone- (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time air is leaking from handpiece and the handpiece does not start. It is unknown if there was patient impact. Diligence is in process.

Manufacturer narrative:
The following sections were updated. B4 b5 e1 e2 e3 g2 g3 g6 h2 h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available. Diligence is complete.